Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 23-may-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 23-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Caller reports patient went to their first post op appointment in nov., rep was present at the post op appointment. Caller reports at the time patient was complaining of charging issue. Caller reports physician agreed the charging issue might be related to swelling from surgery. Caller reports patient is using 4-5ma, the energy usage calculation was performed and shows patient should last 4.6 days between charges. Caller reports patient indicates they could only charge up to 80% and depletes within 2-4 hours of usage. During a charging session of five hours they got it charged to 80%. Caller reports patient had seen two reps for troubleshooting on recharging. Patient was an inpatient for possible mrsa infection and needed an MRI but the ins was depleted. A rep was able to get the ins charged to 60% within about 30 minutes, however, force was needed to stay on ¿excellent.¿ patient was put into MRI mode b ut left the hospital. It was reported that the patient had the flu. Caller reports patient is scheduled to see an healthcare provider (hcp) next week for possible explant. Caller requesting information regarding warranty. A rep had facetimed with the patient and recharger application. The application would not connect after multiple attempts at troubleshooting including closing out of the applications and redocking the charging paddle. Rep had the patient connect the charger to the ins and call me back in 30 minutes. The applications still would not connect to the ins. A different rep called that they are planning to meet with the patient. The caller had information that the patient was having difficulty with the connection between the recharger and the recharge application. The caller wanted to know how to troubleshoot common recharger/app connectivity issues if the patient was continuing to have difficulty with the recharger. Reviewed information about using the recharger and connecting to the recharger application. Rep reported they checked impedances (contact 14 is showing out of range) and took a look at the programming and recharging diary. There is some level of confusion as the patient and their spouse initially claimed the battery was ¿so dead that the communicator/recharger would not even communicate with it," the rep stated the battery showed 30% charge and the handset was at 0%. The ins is tilting/flipping in the po cket. Rep had a difficult time keeping an excellent or good connection with the recharger, and at that point stopped troubleshooting and began discussing with the patient that while there may be issues with the recharger/programmer, or even the ins, those issues are certainly always going to be exacerbated by not being able to connect well with a battery that is sitting on it¿s edge in the pocket. Healthcare provider (hcp) agreed that the patient is in need of a pocket revision. We pulled up imaging and also discovered that their leads had migrated down a level since implant, so the physician also put in a for lead revision. Rep and the patient's spouse discussed troubleshooting in regards to not charging past 80% with respect to the surgery.

Manufacturer narrative:
Continuation of d10: product ID a90300, lot# serial# unknown, product type software product ID 977a260, lot# serial# (B)(6), implanted: (B)(6), product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-02 additional information was received. The rep reported they were not sure what the software version of the recharger app was at the time of this event. The cause of the ins being tilted / flipping was not determined; it was uncertain if the pocket was too loose or if the sutures came loose. The cause of the recharger app not connecting was not determined and patient logs could not be obtained given that the pt does not live in the rep's area and therefore could not meet with the pt. It was uncertain if the telemetry issue was due to the pocket issue. The cause of the impedance issue was not determined. It was uncertain if the high impedances were due to the lead migration or something else. To address the reported ins being tilted/flipping and the lead migration, the pt was scheduled for a pocket and lead revision to take place on (B)(6) 2025. It was uncertain which rep would be attending that procedure. The rep noted the replacement device was likely going to be an intellis device, so no further actions would be needed to address the issue with the recharger app not connecting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient the day after revision. We didn¿t have any issues connecting to their device at that time, either to the various applications/accessories, or to the implanted unit. The device is expected back.

Manufacturer narrative:
H3: product ID 977119 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.